Manufacturer narrative:
The device history record for the lot number provided will be reviewed. The sample associated to this report is currently in transit to the manufacturing site for investigation. If significant information is identified from the investigation, a summary of the findings will be provided in a supplemental report.

Event description:
The report received by the covidien representative in japan stated that while the patient was taking a bath, the pilot balloon fell off the inflation line. The report further stated the balloon might be broken due to tension, because it was attached to the patient's face with tape. Prior to use, inspection had been done. The patient required re-cannulation with another. No patient harm reported.